Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The investigation is ongoing. A supplemental medwatch will be submitted when the investigation is complete.

Event description:
It was reported, that while delivering cardioplegia, the balloon filled with pressurized blood, expanded significantly and almost ruptured. No pt injury was reported. (B)(4).